Manufacturer narrative:
(B)(4). The customer inspected the device and crossed checked the single board computer (sbc). The sbc will be replace.

Event description:
It was reported that the issue occurred during set up. There was no patient involvement.

Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator display not showing. Patient involvement is not known.